Event description:
It was reported that while the surgical scrub tech was beginning to load a concomitant device eagle swift screw well ahead of the time when the surgeon would need it, it was discovered that the threaded driver would not load onto the screw. It was discovered that the tip of the eagle/swift plus removal shaft was broken off into the 14mm screw. The sales rep reports that a;though this was discovered during this procedure, he does not believe that tip breakage occurred during the procedure. Another threaded driver and screw were used. There were no adverse consequences to the patient and no resulting delay. The lot number provided appears to be incorrect.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned eagle swift plus screw removal shaft found its tip had broken off from the instrument into the head of the concomitant device screw. The screw shows no wear on the shank or the drive feature of the screw, indicating that the screw had never been used. As a result, it can be determined that tip breakage happened away from any patient and there was no risk of harm to the patient. Based on this finding, this would not be considered to be a reportable malfunction. Review of the device history record for the screw removal shaft found no deviations. A 12 month complaint trend analysis for the screw removal shaft found no emerging trends. The root cause for tip breaking cannot be positively identified. However, it may have been due to unanticipated forces being placed on it during screw loading. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.